Event description:
This device case, which does not involve an adverse event, reported by the patient's granddaughter, who contacted the company with a product complaint, concerns a female patient of unknown origin. The patient's medical history and concomitant medication were not provided. The patient was taking an unspecified medication via a humapen ergo teal/clear pen body (lot 40218) for an unknown indication. The person operating the device was the patient. It was unknown whether the patient was trained to use the device. The patient reported that the piece broke off the cartridge holder. The device was returned to the company in 2005. Initial analysis by the affiliate quality control department found: two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being returned to the manufacturer for additional evaluation. Refer to results/conclusions section.

Manufacturer narrative:
MFR's premiinary comments: two broken engagement tabs were identified. The product is out of specification for dose accuracy. Two tabs breakage has been shown to result in an under dose of product. Add'l MFR narrative: no further follow-up is planned. Results/conclusion : this device is used for treatment purposes. The actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." Evidence of improper use/storage: the user provided info indicating the product was used improperly. The user reuses needles needles which can lead to an underdose. The engineering investigation determined that the engagement tabs were broken with an unknown tool while in the field. The engagement tab damage is consistent with damage incurred by removing the engagement tabs with pliers by twisting the tabs off in a shearing or straight pulling motion. This is evidence of misuse which has been shown to cause an underdose.